Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. All operating currents are within specification. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 127 mg/dl at 10:30pm last night, but when he woke up this morning his blood glucose was 41 mg/dl. The customer stated that his blood glucose has been lower in the morning for the past two weeks, but his basal rates have not been changed. The customer inspected the insulin pump and the drive support cap was flushed. Additionally, the customer's act button has been frequently unresponsive for the past six months. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.